Event description:
There was a balloon rupture below nominal pressure during a percutaneous transluminal angioplasty. There were no anomalies noted during product inspection or when prepping device. The target lesion was unknown and an indeflator was used for the inflation. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty through sheath introducer. There was no pt injury reported.